Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Only the distal segment of the lead measuring 45.5/49.5/53.0 cm. (Silicone insulation/inner coil and ptfe liner/cables) was returned for analysis. External insulation abrasions were noted at 45.4 ¿ 45.5 cm from distal tip consistent with friction to the device can. Etfe coating was intact at this location.

Event description:
It was reported that an asymptomatic patient presented in operating room for device upgrade due to normal eri. Upon examination the right ventricular lead exhibited externalized conductors which was confirmed by cinefluoroscopy. The electrical function of the lead was stable. The lead was explanted and replaced. The patient was in a stable condition.